Event description:
Terumo received the following information: it was reported that there was yellowing of the packing bag. The procedure outcome is unknown. There was no patient harm reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no.: k130520. The actual device was not returned for investigation, however a photo was provided. Provided image of the actual device the tyvek part of the packaging bag was yellowed. Confirmation of the factory-retained product as a result of confirming the factory-retained product, it was observed that the transparent part of the packaging bags from lots produced more than one year ago have yellowed compared to those from the latest lot. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved produce code and lot number no other similar complaint was received. The lot is 250124, and it is considered that the transparent part of the packaging material has yellowed due to the storage environment such as reaction with heat, light, oxygen and nitrogen in the air and transferred to tyvek since it has been more than one year since production. Since the safety of the packaging material within the expiration date is confirmed when designing it, yellowing of the packaging material itself is not considered to have any impact on the product. For future use, even if the yellowing of the packaging bag is observed, we kindly ask you to use the product after confirming that it is within the expiration date and that there is no damage. Relevant IFU reference: to be stored between 1 degree celsius and 40 degrees celsius. Keep dry. Keep away from sunlight. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.